Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction ablation procedure, the patient became hypotensive and a pericardial effusion was diagnosed via ultrasound. During the procedure, the ablation catheter was at one point observed to be out of the model and a rise in impedance was noted. At this point, an ultrasound revealed the pericardium was dry. The patient's blood pressure gradually declined and when the pericardium was checked again via ultrasound, a pericardial effusion was diagnosed at the apex of the right ventricle. It was determined that the catheter was outside of the patient's anatomy due to a perforation. The perforation occurred in the right ventricle with the ablation catheter. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with the device.